Manufacturer narrative:
Based on the current information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the patient¿s post-operative complication. It is unknown what specific stapler 45 reload(s) were used in the location where the reported staple line leak was found. Therefore, the part number and lot number of the stapler 45 reload(s) associated with the staple line leak are unknown. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that two stapler 45 instruments were used in the case for alternating firings. A total of seven stapler 45 reloads were fired (2 green + 5 blue). All firings were complete. As of the date of this report, both stapler 45 instruments have been used in subsequent da vinci-assisted surgical procedures with no reported complaints or issues. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital and a staple line leak was found. However, at this time, the root cause of the patient¿s post-operative complication is unknown.

Event description:
It was reported that after completion of an uneventful da vinci-assisted sleeve gastrectomy procedure, the patient returned to the hospital on an unspecified date with complaints of pain. An ultrasound was performed on an unspecified date and a ¿small hole¿ or ¿leak¿ was identified on the staple line. The initial reporter was not present during the da vinci-assisted surgical procedure. He was unsure if the surgical procedure was recorded on video. According to the initial reporter, the surgeon informed him that there were no issues with the stapler 45 instrument or stapler 45 reloads that were used during the case. No traditional laparoscopic stapler instruments were used during the procedure. There were no reported intra-operative complications. A leak test was performed during the case and found to be negative. The patient was discharged on an unknown date. As of 11/06/2018, the initial reporter indicated that the patient was currently in the hospital receiving unspecified medical care. To his knowledge, the patient was under observation and no surgical intervention had been performed to address the alleged staple line leak.